Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 user¿s ilet device was struck by a softball while coaching, resulting in a cracked screen. The display became damaged and required replacement. The user reported that blood glucose (bg) levels were not affected and that no injury occurred. The user confirmed understanding of the replacement process and had backup therapy available. A replacement ilet was issued.